Manufacturer narrative:
(B)(4). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found that the male luer collar was cracked/broken. Two days after this report was received, baxter inspected the user facility's practices and found excessive priming with propofol was being practiced. As this may lead to propofol contacting the male luer collar, which is a known cause of cracks, and because the sample was received used and outside of its packaging, the device was determined to be non-defective and conforming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "distal coupler" of a clearlink continu-flo solution set was cracked. This was noted during infusion of fentanyl. The reporter stated that this did not lead to an interruption in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.